Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep reporting that the leads were discarded, so no they will not be returned for analysis. The ens was determined to have no impact on the event, so no, it will not be returned, either. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that they just finished placing the pne leads using flouro, and that everything went well with bilateral lead placement and they were getting motor response at 1v and 0.3v. They were careful to maintain lead position and steri-stripped things into place. Now in recovery, the trial patient was not feeling anything up to 6-7v on either side. Patient didn't have any toe movement either. Rep has tried 2 cables; one with and one without grounding pad, but to no resolution. Rep did see an out of regulation message at one point when increasing on both sides. Rep was going to try j-hook connection to see if they could get any response from patient. It was also reviewed that they could image to see if leads have migrated out of place. More information was received from rep reporting that x-ray showed both leads had migrated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(6) reported the cause of the leads migrating was impossible to determine with 100% confidence, but the rep assume the lead migrated as she rolled off the operating room table onto her hospital bed. The rep noted it was normal post operation, there was nothing extreme about it. The rep noted the patient¿s leads were removed in the recovery room. The rep stated the trial began and ended on (B)(6) . The rep noted the information was confirmed with the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that x-rays were done and revealed that both leads had migrated out of the foramen. The rep stated that patient weight was confidential, and serial numbers where unknown.